Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg) levels up to 518 mg/dl with moderate ketones. The customer would bolus with the pump; however, bg did not lower until manual injections were delivered. Ketones were addressed with insulin and fluids. At the time of the report, bg level was in the 180s range (mg/dl) and within target range. A system check was performed with tandem technical support and the pump was operating as expected. Reportedly, customer's elevated bg levels correspond to specific times of the day; therefore, a recommendation was made for the customer to consult with healthcare provider (hcp) regarding pump settings.